Event description:
It was reported the spider2 24v battery charger was heating up the battery. No patient injury or complications were reported.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and a breached warranty seal, broken drape pins and two broken enclosures were observed. A functional evaluation found a severely burnt transistor on the unit¿s printed circuit board. The complaint was confirmed and the root cause has been determined to be a burnt transistor on the unit¿s printed circuit board. The hot and burning smell reported by the customer was likely due to the identified burned component on the pcb. The pcb malfunction caused an over voltage event, causing the battery to become hot. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.